Event description:
It was reported that the ilet displayed a ¿dosing stops soon¿ alarm while operating in bg-run mode after the user ran out of dexcom g7 sensors, and the user was educated that the device would request a blood glucose entry every four hours and suspend insulin delivery if no value was entered. Symptoms included no adverse clinical effects reported. Outcomes included continued therapy with user-entered fingerstick glucose values and avoidance of insulin suspension by following alarms. Investigation included customer interview and troubleshooting with education on bg-run operation and alarm response. Investigation of this case revealed expected device behavior for loss of cgm input with alarms functioning as designed and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use without an active cgm sensor and user education need regarding bg-run protocol.